Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insertion of the device through the abdominal wall during a gastric bypass procedure, the surgeon removed the protective cap and noticed two concentric staple housing rings came out and were dislodged into the patient. This was before attempting to fire and was a result of the cap being tight on the stapler and sonic weld that hold the staple rings to be weak. A new stapler was used to correct the issue. Instead of using the protective cone, a plastic probe cover was used to protect the stapler for insertion, therefore nothing was placed on the staple head and once inserted, the stapler was ready to be re-approximated and used for the gastro jejunostomy anastomosis. No patient consequence was noted procedure took an extra five minutes.